Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the cartridge and infusion set tubing. Reportedly, when the needle was in the septum, the customer pulled the syringe all the way past the 3 ml mark which the customer stated was causing more air bubbles to enter the cartridge. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. The customer's blood glucose (bg) level was 254 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer overcorrected for the elevated bg level and reported a bg level of 69 mg/dl. The customer drank ginger ale and ate popcorn with cheese to address the low bg level. The customer's bg level stabilized at 98 mg/dl.